Event description:
It was reported that the package was in good condition and the fiber was unpacked. The preoperative inspection was performed, and it was in good condition. The debris shield was good, but the fiber had spots when it was used for the second time. There were no patient complications reported. It was confirmed that the procedure was completed.

Manufacturer narrative:
The manufacturer has reviewed all information and determined this event no longer meets reporting criteria for the reported event of aborted/cancelled procedure with a patient under anesthesia or sedation status unknown, as additional information received confirmed that the procedure was completed.

Event description:
It was reported that the package was in good condition and the fiber was unpacked. The preoperative inspection was performed, and it was in good condition. The debris shield was good, but the fiber had spots when it was used for the second time. The procedure could not be completed. There were no patient complications reported. This event is being reported for aborted/cancelled procedure with a patient under anesthesia or sedation status unknown.